Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.